Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Dlk and foreign body sensation are not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The patient noted foreign body sensation. Topical steroid dosage was increased and an oral steroid was prescribed. The dlk progressed despite maximum medical therapy. A flap lift and rinse was performed. On follow up, the patient was doing well and stated not having any pain and vision was clearer. The patient will be monitored closely. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.